Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) of 712.8 mg/dl. The customer took no action at time of call to address their bg. Customer loaded a new cartridge to address the issue.